Manufacturer narrative:
Lot#: unknown/not provided. Catalog#: a complete catalog # is unknown, as product lot number was not provided. Expiration date: unknown as product lot number was not provided. UDI #: a complete UDI # is unknown as product lot number was not provided. If implanted; give date: n/a (not applicable). The cartridge is not an implantable device. If explanted; give date: n/a (not applicable). The cartridge is not an implantable device; therefore, not explanted. Device manufacture date: unknown as product lot number was not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. Device evaluation: the sample was received and evaluated. The complaint sample cartridge came with the lens case and the lens was out of the lens case. A visual inspection using magnification was performed. The cartridge tip was observed with a crack (shaped hole). Based on the evidence observed, the condition of the returned cartridge is consistent with a unit that has been handled during surgical process. The rod tip protrudes through the cartridge tube creating cracked cartridge (shaped hole). The reported issue as cracked cartridge was verified, but the lens was not observed inside the cartridge. Furthermore, there is no evidence to suggest that the complaint sample has been affected by the manufacturing process. No product deficiency was identified. Manufacturing record review: a manufacturing record review could not be performed as no serial number was provided. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that intraocular lens (iol) would not advance and 1mtec30 cartridge started to split. Cartridge lot is unknown. Attempts have been made to obtain information. There was no patient contact as there is no indication of patient involvement. Product has been returned for investigation. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4) .